Event description:
This medical device report is related to patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" field was corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the control section leaked while the user was handling the device, and water invaded the scope connector. Due to the invasion, abnormality of electronic parts occurred resulting in an e315 error message. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." The event can be prevented by handling the device in accordance with the following instructions for use: -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope was leaking profusely where the proximal line came into the back of the handpiece there is a rubber covering a seal and the water appears to be coming from that seal. Also, e315 error code, incompatible scope. The issue was found during reprocessing before use in a colonoscopy procedure. The intended procedure was completed with another similar device. The procedure was delayed for approximately 10 minutes. There were no negative outcomes nor extended hospital stay reported on regards to the involved patient. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device failed air leak inspection, due to deformation of control unit, water tightness was lost. Due to deformation of scope connector cover, water tightness was lost. Angle knob rotation failed, due to wear of angle wire, bending angle in up direction did not meet the standard value. There was adhesive deterioration and separation on the thread-wound sections from the bending cover, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.